Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial perforation and pericardial effusion. It was further reported that the patient became unresponsive after the implant procedure. It was also reported that the right atrial (ra) lead exhibited high thresholds and inconsistent capture post-implant. A pericardiocentesis was performed. The patient underwent surgery to repair two holes in their heart. Reprogramming occurred. The ra lead was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.